Manufacturer narrative:
Results: the power button¿s plastic cover was missing. The regulator knob was loosened within its housing. During functional analysis, the penumbra system aspiration pump max 220v (pump max) was turned on and was able to achieve full vacuum. However, the regulator knob could not be used to adjust the vacuum. Conclusions: evaluation of the returned pump confirmed the regulator knob was loose within its housing and could not turn to regulate the vacuum level. The root cause of this failure could not be determined. Penumbra pumps are inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the inner screw on the vacuum regulator knob on the penumbra system aspiration pump max 220v (pump max) appeared to be unscrewed and that the pressure was unable to be regulated. However, the pressure level was sufficient for aspiration and therefore, the procedure was successfully completed using the same pump max. There was no report of an adverse effect to the patient.